Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, product type: lead, implanted: unknown date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month following a lead repositioning where an antibacterial absorbable envelope was implanted, the patient was seen in clinic for a wound infection. Antibiotics were administered and the system remains in use. No further patient complications have been reported as a result of this event.